Event description:
It was reported by a healthcare professional that a (B)(6) female patient underwent flow diversion of an internal carotid artery (ica) aneurysm and experienced vasospasm during the procedure. Radial artery access was used during the procedure. A cerebase distal access (da) guide sheath, 95cm (gs9095sd/30662112) was selected for use. Vasospasm was observed, and upon removal of the cerebase, the distal 7cm of the catheter was detached and retained in the radial artery at the point of insertion/forearm. Surgical resection was performed to extract the catheter tip. It was reported that the procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a 45-year-old female patient underwent flow diversion of an internal carotid artery (ica) aneurysm and experienced vasospasm during the procedure. Radial artery access was used during the procedure. A cerebase distal access (da) guide sheath, 95cm (gs9095sd/30662112) was selected for use. Vasospasm was observed, and upon removal of the cerebase, the distal 7cm of the catheter was detached and retained in the radial artery at the point of insertion/forearm. Surgical resection was performed to extract the catheter tip. It was reported that the procedure was successfully completed. No further information is available. A non-sterile cerebase da guide sheath, 95cm was received inside of a pouch. The device was inspected, and tip of the device was missing. Working length received was measured and barely 70 cm remained from the device. Severe damages were observed at the distal portion of the device. No kinks or additional damages were noted along the device. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. The device was returned to cerenovus for further evaluation. Visual inspection of the returned device revealed that the distal tip was missing from the device with severe damage at the distal portion. Working length of the device was measured and barely 70 cm were remaining from the device. Due to this condition coating at the distal tip could not be verified. Dimensional analysis was performed, and remaining parts of the device were found within specifications. Customer complaint was confirmed due to the findings observed. However, there is no evidence of contributing factors to the adverse event from the device, as it could have been caused by intraoperative factors. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the cerebase instructions for use (IFU) as such. Catheter separation is a known potential procedural issue. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported event. There is no indication that the event is related to the device design or manufacturing process. The vasospasm and catheter separation necessitated medical and/or surgical intervention to preclude permanent impairment or damage. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.